Event description:
Blood glucose was performed and confirmed using the device and resulted at 567. Blood was drawn by a phlebotomist and resulted at 34. The pt had been treated with insulin in response to the 567 result. The lab rechecked the result of 34. When the accucheck was performed after receiving the lab value, the result was 42. Pt requires administration of d50.